Event description:
The patient's device was explanted in 2002. Information was received from the neurosurgeon that the vns did not improve the patient's seizures. According to the patient her epilepsy may have worsened. Both the generator and lead were explanted. No additional or relevant information has been received to date.

Event description:
New information from the surgeon's office indicates the date of explant was (B)(6) 1998. The device was disabled on that day due to lack of efficacy.